Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us  is available in the USA with a 510k number k192245. We checked the returned unit and confirmed that the objective prism was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the lcb distal cover glass broken, the operation channel buckled, and the insertion flexible tube (ift) collapse; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).